Event description:
It was reported that cracks formed in the barrel of the bd alaris¿ pca module set empty monoject¿ syringe barrel IV set assembly while using it with the alaris pca pump. The following information was provided by the initial reporter: "customer is having problems with sku 8881135609. N particular they are seeing cracks in the barrel of the syringe during infusions with the alaris pca pumps. They use sku 10800175 (plunger) and are wondering if these are no longer compatible due to recent news of monoject changes."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is four oaks. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.